Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery failure alert when intravenous (IV) pump infusing red blood cell (rbc), unable to continue infusion with pump. The event happened during patient use at the patient room. There was no known patient injury or medical intervention associated with this event. No additional information is available.